Manufacturer narrative:
Pending investigation.

Event description:
Nurse alleged discrepant results compared with the lab for one pt. Technical support services called the pt on (B)(6) 2011 and the husband (B)(6) provided the following information. Started anti-yeast drug dislucan (150mg/day); no inr test. Coumadin was held for the day. Dislucan treatment ended. Pt's target range: 2-3.